Event description:
It was reported that the patient is unable to inflate his inflatable penile prosthesis (ipp), the pump is not working. The patient is not scheduled for a procedure yet. The device remains in service.